Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx pro closure device and delivery system (wds) was inserted. Position, anchor, size, and seal (pass) criteria were met and the wds was released. Immediately upon release, the device shifted significantly proximal, resulting in a compression of 7-10%. The closure device was retrieved using a non-bsc grasping device, and a second 24mm wds was prepared and successfully implanted. Although the second device also shifted proximally, it exhibited higher compression and was deemed stable. The patient remained stable throughout the procedure.